Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited no power with black screen. A field service engineer (fse) identified that the half height drawer was keeping the station from booting up. Fse replaced boards of the drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had no power, screen went black and system had completely shut down. Customer tried to reboot, but the issue persisted and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.